Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Customer was currently in a meeting and unable to resume insulin while on the line with tandem technical support. Customer was informed to resume insulin when ready. There was no adverse impact to the customer¿s blood glucose level.